Event description:
It was discovered at a scheduled procedure to remove a vena cava filter, that it had migrated 4cm caudally and turned 70 to 90 degrees. The filter had been implanted approximately for 2 weeks, reason unknown. It appears as if some of the legs were outside the caval wall, but no extravasation reported. Unsure if the apex of the filter is outside the cava wall or embedded. The patient is asymptomatic and there are no further plans to remove the filter at this time.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. The result of the investigation was inconclusive as no sample was returned for evaluation. It is unknown if patient or procedural factors contributed to this event. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The current IFU states: "the g2 filter is designed to act as a permanent filter" and "the safety and effectiveness of the g2 filter as a retrievable or temporary filter have not been established".